Event description:
It was reported that the patient complained of chest pain on day post implant. The physician felt it might be due to a micro-perforation of the atrial lead. The patient was given pain medications for their pleuritic chest pain. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5072-58 lead, implanted: (B)(6) 2014. (B)(4).